Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose was 451 mg/dl after waking up with a motor error alarm. The patient treated via insulin pump bolus. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind was successfully performed. The displacement test passed as well. The insulin pump was not returned or replaced.